Event description:
I had only had the essure coil implant for about a year or two and had nothing but troubles with bloating and painful cramping. Any doctor I had been told I was fine and to basically go home. I had enough of lies! And now, come to learn as of the (B)(6) of this month by an ultrasound tech that the device has migrated to my uterus! I am outraged by this and it makes me so sick to my stomach. I want it out and I am so upset. This should have never happened and it is wrong. I also read on the FDA website after all this time that it should have never been done on me cause of my only having one fallopian tube. Which, in 2013 I had my right ovary and fallopian tube removed from a cystic tumor. I am not happy and I want justice and help to fight against the wrong in this particular device that has damaged many women out there. Thanks, (B)(6).